Event description:
It was reported that during a proctectomy procedure, the device presented malfunction from the 3rd clipping on, it did not fire anymore. There were no adverse consequences to the patient.

Manufacturer narrative:
H6: damaged cartridge cover. H3. Eval summary: the analysis results confirmed that the instrument we received was non-functional. The instrument was returned with excessive dried body fluids and the cartridge covers damaged. The firing mechanism was non functional due to being jammed due to the excessive dried body fluids found. The instrument was not able to be fired.